Event description:
It was reported during a ptca/stent procedure, the stent became dislodged from the balloon. The stent was not retrieved. Reportedly, the pt remained asymptomatic throughout the procedure. No add'l info was rec'd.